Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill gauge estimate of 36 units after filling the cartridge with 150 units. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer had an alternate pump for insulin therapy.